Event description:
Description of event user opened the package and utlized the straighter to straight the stent and put the wire guide through the stent , user detected the stent tip kink while wire guide approaching the stent tip. Patient outcome: this observation was made prior to patient contact. Additional question received on 22- dec-25 1. What is the reorder number of the wire guide used with this device? (B)(4). 2. If not with the device in question, how was the procedure finished? With a new stent.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 01 unit of lot cf2271578 of zso-7-5 was returned was returned opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 22 jan 2026. Visual inspection: stent returned with pigtail straightener loaded in incorrect orientation. Kinks observed on 1st, 3rd and 4th side ports of tapered end pigtail curl. Functional inspection: 0.035inch wire guide does not pass through stent. The reported failure was observed. A photo was received which revealed the stent within the packaging. Manufacturing records: prior to distribution, all zso-7-5 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-5 device of lot number cf2271578 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zso-7-5 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there were any manufacturing issues associated with lot number cf2271578. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause may be attributed to the stent becoming kinked during handling upon removal from the packaging or during the straightening process as the pigtail curl was being unfolded and straightened with the pigtail straightener resulting in subsequent kinks forming. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the stent tip was observed to be kinked prior to use. Confirmed quantity of 1 device, confirmed prior to use. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause may be attributed to the stent becoming kinked during handling upon removal from the packaging or during the straightening process as the pigtail curl was being unfolded and straightened with the pigtail straightener resulting in subsequent kinks forming.

Event description:
A supplemental report is being submitted due to completion of the investigation on 26 feb 2026.